Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected device (serial#: (B)(4)). The meter was shipped to pdc on 05/20/2019. Because the suspected one was not returned to okb, the retained device (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. The root cause of the complaint was unable to be verified without the suspected device and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:30pm at home. End-user stated that she took her blood glucose with her prodigy meter and received a result of 499mg/dl. A normal result for her for that time of day is around 104-130mg/dl. End-user state that about 3-5 minutes after testing she started to feel like she couldn't breathe and was sweating. She then called the ems who arrived with 5 minutes. Ems tested her blood glucose with their meter and received a result of 21mg/dl. No food or medication was consumed while waiting for the ems. End-user was given an IV solution of glucose and an orange by the ems. She was then transported to (B)(6). Upon arriving at the hospital her blood glucose was 30mg/dl. She was given orange juice and a ham and cheese sandwich to raise her blood sugar. The end-user was at the hospital for 10 hours. Upon discharge her blood glucose was 104mg/dl. She was told to follow up with her doctor.